Manufacturer narrative:
B3: unknown. E1: (B)(6). One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. As the reported problem was unknown, functional testing was unable to be verified or duplicated. However, the device failed the delivery accuracy test. The most probable cause is the expulsor. The expulsor was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for repair, no additional information was provided. There was unknown patient involvement.